Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. Due to the customer-provided photo showing the device in an unpackaged state, the as received condition cannot be verified.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that (3) ar-4020c-07 fastthread biocomposite interference screw crumbled consecutively. This was discovered during a procedure. No further information was provided. Additional information received on 3/17/2023. This was discovered during an aclr procedure on (B)(6) 2023. While inserting the screws, two broke off in pieces inside the patient, and all fragments were retrieved. The third screw was found bent upon opening the package. The case was completed using metal screws instead.